Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a 1.5mm cortical screw was inserted vertically with a drill bit during a wrist fracture fixation on (B)(6) 2013. The shaft of the screw was broken from the head. The shaft remained in the patient's body after the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Investigation coordinated by (B)(4). Report received indicates the measurable dimensions of the cortex screw were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. No product fault could be detected. We suppose that simply too much applied mechanical force, well beyond its calculated design was applied during insertion. The reasons for shearing off may be different. The bore hole possibly was not drilled deep enough or the drill diameter was chosen too small (recommended are 1.1mm). It is noted that these special screws are very small and because of their delicate design careful handling is required. If the patients bone is very hard, it is recommended to tap the hole before insertion, even of the self-tapping tip of these screws, in order to prevent such occurrences.